Event description:
It was reported via clinic notes received dated (B)(6) 2012, that the patient had experienced an increase in seizure frequency and intensity. It was also noted that the on a couple occasions, the patient had 2 seizures approximately 4 to 5 minutes apart which was noted as unusual. The patient's vns stimulation duty cycle had been decreased at the previous office visit on (B)(6) 2011, while the patient's topamax dose was increased. The patient's caregiver reported 6 seizures in (B)(6) 2011, 6 seizures in (B)(6) 2012, 4 seizures in (B)(6) 2012, and 2 seizures in (B)(6) 2012. The patient was noted as no longer experiencing postictal fatigue since (B)(6) 2011. The patient's programmed settings were increased back to rapid cycling duty cycle and the keppra dosage was increased as intervention for the increased seizures. The next clinic note dated (B)(6) 2012, indicated that the increased seizures had resolved as the patient was now experiencing about 2 seizures per month instead of the previous 5 or 6 per month. The patient's family also indicated that the seizures were less intense and the postictal duration was shorter at about 20 minutes instead of 1 hour. The new note indicated that the patient's vns is now indicating it is nearing end of service. Attempts for additional information have been unsuccessful to date.